Event description:
Hello, my name is (B)(6), I am a mother of three and I got my essure procedure done in 2014 after my last child. I have been experiencing a long list of side effects and health issues until this very day. I want to get my essure coils removed so that I will be normal again because I am suffering physically and mentally. List of side effects that I am experiencing: abdominal pain, pelvic pain, heavy menstruation, extreme pain during intercourse; severe bloating, frequent infections b.v., yeast, joint pain (knees and hands), and muscle pain / cramps / stiff / numbness, lower side and back pain; depression, forgetfulness, overwhelmed with emotions, fatigue (always tired), difficulty concentrating, vitamin d level is low (diagnosed by my dr); tonsil issues (difficulty swallowing), blurry vision, hair loss, acne all over my face, back and arms, bowel movements are not regular.